Event description:
A peritoneal dialysis registered nurse reported to fresenius customer service this 34-year-old female a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy who experienced a peritonitis infection. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient was hospitalized on (B)(6) 2023 due to a peritonitis infection. Hospital documentation requested by the outpatient clinic was not provided by the admitting facility. As a result, hospital course, treatment data, laboratory results and nature of infection remain unknown. It was determined the patient¿s peritonitis was due to a break in aseptic technique during ccpd therapy on the liberty select cycler. It was explained that the patient travels extensively and she does not always utilize clean spaces to undergo pd treatments. The patient¿s pd catheter (not a fresenius product) was removed on (B)(6) 2023 during this hospitalization. The patient recovered from this event and was discharged from the hospital on (B)(6) 2023. It was confirmed the patient¿s peritonitis infection and associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient was transitioned to in-center hemodialysis for renal replacement therapy post-discharge. The patient is scheduled to have a pd catheter placed in (B)(6) 2023 when she will resume ccpd therapy on the same cycler at home.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis. It is well established that pd patients are at high risk for infections of the peritoneum. The root cause of this patient¿s adverse event can be attributed to a break in aseptic technique during pd therapy as reported by a medical professional. Nonadherence to aseptic technique is the leading source of transmission of peritonitis causing pathogens. Therefore, the liberty cycler set can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis registered nurse reported to fresenius customer service this 34-year-old female a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy who experienced a peritonitis infection. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient was hospitalized on (B)(6) 2023 due to a peritonitis infection. Hospital documentation requested by the outpatient clinic was not provided by the admitting facility. As a result, hospital course, treatment data, laboratory results and nature of infection remain unknown. It was determined the patient¿s peritonitis was due to a break in aseptic technique during ccpd therapy on the liberty select cycler. It was explained that the patient travels extensively and she does not always utilize clean spaces to undergo pd treatments. The patient¿s pd catheter (not a fresenius product) was removed on 8/sep/2023 during this hospitalization. The patient recovered from this event and was discharged from the hospital on (B)(6) 2023. It was confirmed the patient¿s peritonitis infection and associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient was transitioned to in-center hemodialysis for renal replacement therapy post-discharge. The patient is scheduled to have a pd catheter placed in (B)(6) 2023 when she will resume ccpd therapy on the same cycler at home.